Manufacturer narrative:
Evaluated two open/used reservoirs perform visual inspection and found transfer guard's needles were not centered. Transfer guard needles were found to not be parallel to transfer guard body. Also, inspected reservoirs o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump and conclusion reservoirs did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump while trying to fill the reservoir. The customer had a blood glucose level was 114 mg/dl at the time of the incident. The customer states that the leak may get into the transfer guard. The customer was sent replacement reservoirs.